Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced that the device was out of pocket. Moreover, the patient complained that when the arm was raised, the pacemaker stand up straight up in the pocket. Furthermore, the patient had previous infection that oozed blood which was treated through antibiotics. The rv lead remains in service. No additional adverse patient effects were reported.